Event description:
It was reported that during a percutaneous coronary intervention procedure there were removal difficulties encountered with the pusher. After advancing the flexima us/8/26 w/glidex in the ureter, the pusher became caught on the wire and when the physician attempted to pull it out it caused the stent to move. They had to reposition the stent and was able to remove the straightener. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).